Event description:
It was reported that the patient presented for a follow-up in clinic for a post-implant checkup. It was noted that the right atrial (ra) lead was dislodged when interrogation of the device revealed the ra lead inappropriately captured the ventricle. Fluoroscopy later determined that the ra lead was indeed dislodged. The patient was asymptomatic. The ra lead was explanted and replaced. That patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.